Manufacturer narrative:
Patient's exact age is unknown; "howver", it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush a stone that would easily fit into a 2.5cm basket. The basket successfully crushed the stone but the handle was reportedly broken when attempting to reopen the basket. Another trapezoid basket was used to crush and removed the remaining stones. Eventually, a spyglass/ehl was used for a more dense stone. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be stable.